Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported three experiences with three different batches of infusion set, where the tubing had broken off at quick release in her skin in the night. The patient stated her blood glucose values went high each time she had this issue. The pump was worn in a nightie pocket near her chest. The patient stated there was enough tubing length so that it could not be tugged/pulled. Reportedly, last time she had this issue, she felt unwell and blood glucose went up to 29 mmol/l before she woke up and it took 7 hours before her blood glucose level was back to normal. No further information available.